Event description:
It was reported that complete hemostasis was achieved at the apical cuff and pump junction. Hemostasis was accomplished by immediately applying a tightly packed pericardial strip within the groove between the ring and the pump. This maneuver was necessary to compensate for the absence of a functional seal between the ring and the pump in the heartmate3 (hm3) system resulting in frequent bleeding around the apical cuff locking system. An example of a functional/approved seal, similar to that used in cardiac surgery with a recovery plug during hm3 weaning, was noted for reference.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.